Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient was advised to perform a reset to the device when able. Patient will call dexcom technical support back should the problem persist after the reset. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).